Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that mon msmt malf alarm was displayed from the unit. It is unknown if the device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
H10: updated h6 confirmation received that no parts have been replaced - cause remains unknown.

Event description:
The customer reported that that the device displayed mon msmt malf inop. A philips field service engineer (fse) went to the customer site. The engineer determined that the issues was associated with the main board. The customer's issue was caused by a malfunction of the device. The problem was solved by replacement of the main board by the philips field service engineer which is considered as all that is warranted for this malfunction. The repaired product remains at the customer site. No further investigation or action is warranted.